Event description:
Pt fell off the table after radiation treatment. When the treatment was finished, the pt fell off the table hitting his head very badly on a part of the table. The nurse was at his side the whole time but not able to catch him as he fell to the opposite side of where she was standing. He had some bleeding inside his head and also neck pain. In the beginning he was also suffering from dizziness. He will have to undergo rehab in order to recover.

Manufacturer narrative:
Varian initial analysis indicates error by the user. No malfunction or failure of varian equipment or accessories has been determined. Safety straps are provided with this model, and varian records show that these were shipped with the device. However, the customer stated that there were no safety straps on the device. This event is being investigated. Additional straps have been delivered to this site. Additional follow-up to this MDR is expected upon completion of the investigation. (B)(4).